Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint (B)(4).

Event description:
It was reported a physician performed a myosure procedure for tissue removal on (B)(6) 2016 and the patient started bleeding heavily. The physician then inserted a uterine sound in hopes of stopping the bleeding. The bleeding did not stop. The physician then called 911 to have the patient transferred to the hospital. The patient is ok. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).